Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the ultrasound probe surface of the subject device partially peels off or is detached from the probe unit. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Event description:
More accurate description on the malfunction is being provided as follows. The user found that the distal end of the device had perforated. There was a possibility that the ultrasound probe surface of the subject device partially peeled off or was detached from the probe unit. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to report the correction of MFR report #8010047-2020-02026. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. Omsc confirmed that there was a hole on the surface of the ultrasound probe based on photos taken by olympus repair center. If significant additional information is received, this report will be supplemented.